Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was within the range on the day of the event. Siemens reviewed the instrument data and observed a system check failure on the day of the event. With siemens¿ remote assistance, the customer ran pump alignment three times, replaced the salt bridge, adjusted the pressure foot, and aligned the integrated multisensor technology (imt) pump three times. The customer performed a qc precision run, and 5-test precision study on patient sample(s) for troubleshooting purposes. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced the x seal on the rotary valve, drain line to vacuum on the imt, the imt peristaltic pump head, and all imt tubings. Further, the cse cleaned the imt port, primed the imt system, and ran calibration multiple times, which passed. The customer ran conditioning, dilution check, and qc, all of which recovered acceptably. Siemens evaluated the event and determined that a flow malfunction through the imt potentially contributed to the falsely depressed na result. The system is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original system and on an alternate dimension exl 200 integrated chemistry system. The repeat results were higher than the erroneous result and were considered correct. The repeat result of 133 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.